Manufacturer narrative:
E.1 initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the failed door was not displaying on the recover storage space tab. A field service engineer (fse) assisted the customer to login to the storage space configuration and configured the settings. Fse confirmed that the door failure was cleared after the station reestablishing connection and the customer reconnected the tower through software steps. The system functioned as intended after the field service engineer investigated the incident.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the door failed to open. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.